Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the detection of the foreign material from the device could not be conclusively determined. However, it is likely that the event caused by insufficient reprocessing.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the suction connector was stuck and could not be removed during the reprocessing. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and identified the reported phenomenon. It was found that the deposit was at the air supply connector, the water supply connector, the instrument channel and the suction channel. Also the foreign object came out from the instrument channel and the suction channel and the auxiliary channel. There was no report of patient injury associated with this event.